Event description:
Distributor reported issues with a customer's device related to difficulties with the wake button, which was no longer functioning properly. There was no information on the impact on the customer's blood glucose level. Attempts to power the pump using different cables and outlets were unsuccessful, as it did not turn on. Technical support is awaiting the return of the pump for further inspection, meanwhile the customer would revert to an alternate method of insulin therapy.